Manufacturer narrative:
Device received with missing retainer ring and reservoir tube lip o ring. Device received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test, delivery accuracy test, occlusion test and p-cap or reservoir will not lock properly due to missing retainer. Device received with operating currents within specification. Device passed self test, rewind, prime or seating test, basic occlusion test and force sensor test. Device received with missing belt clip rails plate and serial number label. Device was programmed with test guardian three link and the glucose sensor simulator. Device communicated properly and display the calibrate your sensor alarm properly after completion of the warm up. A calibration values was manually enter and device display the programmed valued properly on the display graph. No sensor anomalies were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went hospital due to low blood glucose of 29 mg/dl and passed out on (B)(6) 2018. Customer¿s current blood level was 94 mg/dl. Customer was treated that with intravenous sugar drip. Customer state that they experienced blood glucose level of 30 to 600 in the past week. Customer declined troubleshoot for low blood glucose level. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0955-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.